Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication could not be issued because the item was not in the inventory. Morphine 20 mg/ml concentrate did not appear for issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not assigned to the cabinet in medbank myqlink (myqlink) and was also missing in cubie administration. A technical support specialist (tss) opened zone 03 00, where the customer stated the item had been located. When the drawer was opened, the cubie popped out with a prompt indicating that the medication needed to be restocked properly. Under transactions, only a dispense transaction was recorded, and the stock transaction was missing. The customer removed the cubie so a restock could be attempted, but the system indicated that the purchase order had expired. The customer was advised to have the pharmacy replace the cubie and print a new label so it could be restocked correctly. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.